Event description:
Manufacturer received notification on (B)(6) 2013 via FDA medwatch as hospital reported via medwatch and not directly to manufacturer. Stimulator was being used by the surgeon who indicated it did not elicit a response from a nerve. The device was replaced with a new one and a nerve response was noted. No injury occurred. Communication with the scrub nurse indicated that the device was tested before use and was functioning. Although the lights were working correctly the nerve did not stimulate yet the surgeon was very confident that he was looking at the facial nerve. Product was received on may 01, 2013 and was evaluated by engineering. Engineering testing concluded that the device was delivering stimulation and that indicator lights were functioning per specifications. Malfunction could not be confirmed.

Manufacturer narrative:
Evaluation summary: device was subjected to visual inspection and electrical testing. Device housing was opened and interior was clean with no defects visible under magnification. Thorough electrical testing and investigation revealed the following: the reported problem was that the stimulator did not deliver the requested stimulus current and that it reported that it did; i.e., it flashed yellow indicating that the requested current was being delivered. The testing of the returned product provided no evidence to support the reported problem. Specifically: the stimulator (with a replaced mcu chip and a repaired c5 crack) produced correct stimulus currents (well within the specified accuracy limits for amplitude, pulse duration and frequency). The stimulator correctly identified adequate (flashing yellow) and inadequate (flashing red) current flow on all three ranges 0.5ma, 2ma, and 20ma). As tested the stimulator had a defective mcu. Whether this part failed in the field or during the mechanically stressful process of cracking the plastic housing open to remove the circuit board assembly cannot be determined. However, based on the user's statement of the problem, we do known that if the mcu failed in the field, it failed after the user had completed their use of the product due to the failsafe design of the stimulator firmware (embedded software) which incorporates multiple internal self-test features. The self test assures that should a mcu failure occur, the device shuts down and the user becomes very quickly informed that the stimulator is not working. As tested, c5 was defective (having a stress crack or flexure crack). This component failure, however, is almost certainly the result of forcibly bending the circuit board during the microscopic inspection of the ckt. Bd. This conclusion is based on the user's statement of problem. Specifically, the crack in c5 results in an inadequate flow of stimulus current and a flashing red indicator. The flashing yellow indicator is only possible if the stimulus current can flow through c5 (a series output coupling capacitor). Conclusions: the bench testing of the stimulator was confounded by two component failures. One of these failures was almost certainly introduced by our removal, inspection, and testing of the product. The other part failure is of unknown nature and timing. However, an analysis of the implications of these two part failures revealed that neither one (separately or together) could introduce the problem reported by the user. Repairing the one component defect and replacing the other defective component allowed the correct operation and testing of the returned product. This testing found the stimulator to be well within all specifications. It both correctly generated stimulus current and it correctly reported the adequacy (flashing yellow) or the inadequacy (flashing red) of the current actually delivered. This complaint is judged to be without objective evidence to support the device failure described by the user.